Manufacturer narrative:
Additional information - (UDI).

Event description:
Follow-up information was provided by the site biomedical engineer who confirmed that the saline bag backfill issue occurred while the unit was in recirculation mode. He further revealed that the staff was advised to not run this 2008k2 hemodialysis (hd) machine in recirculation until a fix is released by fresenius. There was no patient involvement related to this event. The unit remains in use at the user facility.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. However, a records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The user visually observed the saline bag refilling with dialysate during recirculation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported a saline bag back filled during recirculation mode. Although the exact event date is not known, on (B)(6) 2016, the biomedical engineer indicated that the event occurred about two weeks ago. A patient was not connected to the machine at the time of the incident. Follow-up was received which revealed that the unit remains in use at the user facility. No parts are available for evaluation.